Manufacturer narrative:
B3 : event date is approximate. Year is confirmed as valid. Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755 ; serial#: (B)(6) ; UDI#: (B)(4) ; product type: recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative (rep) regarding an implantable neurostimulator (ins). The reason for call was the patient reported that they were not able to charge the ins for about one week. The patient indicated that they started having difficulty charging 2-3 months ago. The recharger would get hot and it would be difficult to connected to the ins, they had to remain still for a charging session. The patient started to get a message that the controller battery is empty so they could not charge the ins. The patient had the controller connected to the ac adaptor for 3 days prior to calling, so the device should be charged. Prior to calling the patient had gotten a message that they needed to reenter the time and date information on the controller. During the call each time the controller was powered on the controller displayed the charge the controller battery message. The issue was not resolved through troubleshooting. Technical services (tss) placed request to replace the controller battery and recharger.

Manufacturer narrative:
H3: product ID 97755, serial# (B)(6), product type: recharger, was returned and the analysis results shows that recharger was stuck on checking the recharger screen. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B5 : updated with additional information medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Pt (patient) called inquiring about the delivery status of the replacement products as they have not yet received them. Agent did not find the tracking information in the tracking sheet, so agent requested the tracking information. Agent advised the pt that agent would call them back with the tracking information once available. Agent received the tracking information and agent saw that according to fedex, the packages were just delivered. Agent called the pt back to inform them of the delivery, however agent got the pt's voicemail so agent left the pt a message.

Manufacturer narrative:
Section h6 corrected. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.